Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding was most likely use issue since non-abiomed product was used which is not recommended per instructions for use.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient's groin site developed a worsening hematoma following impella cp implant. Manual pressure was applied, but the bleeding persisted..blood products were given to counteract the bleed, but the decision was ultimately made to explant the pump. Femostop was placed at the site to help manage the bleed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿